Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite xp® implant 4/5 x 10mm (os4510) was returned for investigation. Visual evaluation of the as returned products identified significant signs of wear and fracturing at the threads. Bone debris presented on the external threads. Pre-existing patient condition noted on the per was none. The reported device was being placed on tooth 16 (fdi) when the incident occurred. The implant was placed for approximately 18 years. The reported event could not be recreated and functional testing could not be performed due to the nature of the dental device and event (fracture). The device history record (DHR) was not available electronically for the subject lot number (106970). Therefore, it could not be further reviewed at the time of the investigation. A notification has been sent to manufacturing to request the DHR for review. The pce will be reopened and updated if there is any indication of nonconformance, or any possible manufacturing issue related to the reported event. Complaint history review was performed for the reported lot number (106970) for similar event using keyword 'fracture implant' and no other complaint was identified. August post market trending was reviewed and there were no actionable trends or corrective actions for the reported device (os4510) and event (fracture implant). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(6).

Event description:
Doctor reported implant fracture at tooth site 16.